Manufacturer narrative:
One biosure sync 7-8mm tibial fixation device returned. The complaint stated: ¿the wing was broken as the guide pin went to 0.8 cm location.¿ visual inspection shows that the device is used and has been damaged. One wing has a smooth surface at the break. It was completely fractured off. Surface condition shows the wing had been stressed as seen by the change in material color and opaqueness that occurs with being bent. This device is technique driven. IFU contains instructions for ¿sizing guidelines¿. The tunnel, dilator and screw sizes are intended to be cohesive. Per instructions for use: ¿note: failure to use the dilator may cause difficulty inserting the fixation device into the tibial tunnel. Ensure that the tibial tunnel is a minimum of 40mm in length. Note: failure to use the dilator may cause difficulty inserting the fixation device into the tibial tunnel. Caution: failure to fully seat the fixation device may result in reduced fixation strength or breakage of the device during screw insertion. Use of screws longer than 25 mm may result in damage to the device. Failure to fully seat the fixation device may result in reduced fixation strength or breakage of the device during screw insertion.¿ no further investigation is warranted. Occurrence rate of allegations are monitored via surveillance. There are no other complaints for this lot.

Event description:
It was reported that during an acl reconstruction surgery, the wing was broken as the guide pin went to 0.8 cm location. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Event description:
It was reported that during an acl reconstruction surgery, the wing was broken as the guide pin went to 0.8 cm location. The pieces were removed with pliers. No additional hole was made to complete the procedure, there was no loss of tissue. A backup device was available to complete the procedure with no significant delay and no patient injuries.